Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm; model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg); model #: sc-4316, lot #: 15698866, description: next generation anchor kit-sterile.

Event description:
A report was received that the device would rub against the spine and would hurt the patient's back. The patient will undergo an explant procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the device would rub against the spine and would hurt the patient's back. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the device would rub against the spine and would hurt the patient's back. The patient will undergo an explant procedure.